Event description:
During an implant procedure, high pacing impedance and no pacing was observed on the left ventricular channel. The left ventricular lead was tested via a pacing system analyzer after disconnecting it from the device and the high pacing impedance and lack of pacing were no longer present. The device was explanted and replaced to resolve the event. The patient was not pacemaker dependent and was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance and no pacing could not be confirmed. A visual inspection revealed no anomalies that could contribute to the reported event. Additionally, the telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and observed to be normal.